Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that outer packaging was intact, but the tubing was blocked, fluid could not go through during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no report of patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned infusion cannula was inspected and found to be in good condition with no visible defects. It connected properly to the system, and all functional testing on the console, including priming, (intraocular pressure) iop calibration, and flow checks, was completed successfully without any leaks, air introduction, or error messages. All pressure and flow measurements were within specification, and the device performed as expected throughout testing. No issues were identified with the cannula or its performance. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).